Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm iop test failure. Customer's blood glucose was unknown mg/dl. The customer stated that the alarm received was only 2 iop test failure alarm. Customer stated alarm did not occur during the rewind /prime sequence. Customer advised alarm occurred during basal. The customer was advised the pump will need to be replaced.

Manufacturer narrative:
The insulin pump passed self-test and no alarm noted. However, the insulin pump was unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The motor passed motor test. The insulin pump had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.